Event description:
Per received report: during repositioning, the coil stretched and broke. As a result, it left a tail in the parent vessel which the physician made it safe by positioning a stent. No post op complications reported and the patient was reported "doing fine".

Manufacturer narrative:
As product was received, it was noted that the coil was not returned, only the dpu was received. Visual and functional evaluation was performed. The device positioning unit (dpu) passed all electrical testing and visual inspection. The detachment fiber was observed to have melted around and above the detachment zone and a partial melt below the resistive heating coil's socket ring. The most likely root cause of the non detachment followed by an unintended detachment of the coil was due to the melting of the detachment fiber extending above the detachment zone. The melted fiber temporarily captured the coil before releasing it. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.